Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) patient underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. After some mapping and ablating, the physician noticed the patient had a pericardial effusion. This was confirmed via ultrasound. They also did a transthoracic echo. The pericardial effusion was posterior and less than 1 cm in size. The patient was stable and there was no pericardiocentesis done. At that time the procedure was aborted. The reporter states there were no impedance spikes noted on the smartablate generator, no steam pops and no high force readings. There was no medical intervention needed as the patient was stable. The patient was in the post anesthesia care unit (pacu) but they had to bring the patient back for a pericardiocentesis. Transseptal puncture was performed with a baylis tsp needle. The patient was under anesthesia for 3 hours. The patient required extended hospitalization because of the adverse event, the patient had the procedure on a friday but remained in the hospital until tuesday morning when they should have been discharged on saturday. The patient was reported as fully recovered. Irrigation catheter was used and the flow setting: it was set on the thermocool sf setting, 15ml at 40-50w. The correct catheter settings were used on the generator and the pump was switching from low to high flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used: graph, dashboard, vector and visitag. Visitag module was used, what parameters for stability were: 2mm for 3 sec, 3g for 25%, tag size 3mm, no additional filter was used, and color options were: tag index and imp drop. The physician is unsure of what may have caused the issue. They think it may have been from the ablation, but he is unsure. On follow up the physician¿s opinion on the cause believed to have happened during ablation. Since this event is life threatening and required interventions to prevent permanent impairment of a body function or permanent damage to a body structure, then is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 4/9/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a 42-year-old female patient (81.5 kg) patient underwent an idiopathic ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring a pericardiocentesis. After some mapping and ablating, the physician noticed the patient had a pericardial effusion. This was confirmed via ultrasound. They also did a transthoracic echo. The pericardial effusion was posterior and less than 1 cm in size. The patient was stable and there was no pericardiocentesis done. At that time the procedure was aborted. The reporter states there were no impedance spikes noted on the smartablate generator, no steam pops and no high force readings. There was no medical intervention needed as the patient was stable. The patient was in the post anesthesia care unit (pacu) but they had to bring the patient back for a pericardiocentesis. Transseptal puncture was performed with a baylis tsp needle. The patient was under anesthesia for 3 hours. The patient required extended hospitalization because of the adverse event, the patient had the procedure on a friday but remained in the hospital until tuesday morning when they should have been discharged on saturday. The patient was reported as fully recovered. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch bidirectional sf catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30501047m number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).